Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 31-year-old female patient who had essure (batch no. 789031, 932159-l, 880434-r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vulval itching, vulval burning sensation, vaginal odor, bloating, menses irregular, hot flashes, night sweats, vaginal pain, dysfunctional uterine bleeding and libido decreased. Essure confirmation test (B)(6)2012. Concomitant products included ascorbic acid;ferulic acid (serum 10), escitalopram, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), metronidazole, nystatin;triamcinolone acetonide (nystatin/triamcinolone), paracetamol (acetaminophen), progesterone, terazosin hydrochloride (terazol), testosterone propionate and vitamin d nos. On (B)(6) 2011, the patient had essure inserted. In august 2011, the patient experienced depression ("psychological or psychiatric problems ¿ depression/psych injury"), 3 years 4 months after insertion of essure. In august 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia(abnormal bleeding )"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems- mental anguish / anxiety "). On (B)(6) 2015, the patient experienced bacterial vulvovaginitis ("infection ¿ bacterial vaginitis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("bleeding: anemia"), hypersensitivity ("allergy :other") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salping. (Bilateral) (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, anaemia, hypersensitivity, vaginal infection, vaginal haemorrhage and menorrhagia had resolved, the abdominal pain was resolving and the bacterial vulvovaginitis, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bacterial vulvovaginitis, depression, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, anemia, vaginal infection. The number of expanded coils trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 2. Discrepancy noted for essure insertion date - (B)(6) 2012 discrepancy noted for essure removal date- (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Bilateral occlusion. Imaging procedure - on (B)(6) 2011: result: total bilateral occlusion. There is bilateral tubal occlusion at the cornua (bilateral grade I tubal occlusion). The proximal and distal ends of the microinserts are in satisfactory position bilaterally.. Pathology test - on (B)(6) 2015: diagnosis bilateral fallopian tube segments: transected segments of fallopian tube with complete luminal transection. Metallic micro inserts present. Gross description: four fragmented pieces of fallopian tube, at least two segments with extruding metallic spring-like device consistent with essure micro inserts. Lot number: 789031 manufacture date: 2010-10 expiration date: 2013-10 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: lot number was added, outcome of the previously reported event- pelvic pain female, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 31-year-old female patient who had essure (batch no. 789031,880434,932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vulval itching, vulval burning sensation, vaginal odor, bloating, menses irregular, hot flashes, night sweats, vaginal pain, dysfunctional uterine bleeding and libido decreased. Essure confirmation test (B)(6) 2012. Concomitant products included ascorbic acid;ferulic acid (serum 10), escitalopram, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), metronidazole, nystatin;triamcinolone acetonide (nystatin/triamcinolone), paracetamol (acetaminophen), progesterone, terazosin hydrochloride (terazol), testosterone propionate and vitamin d nos. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia(abnormal bleeding )") and depression ("psychological or psychiatric problems ¿ depression/psych injury"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems- mental anguish / anxiety "), 3 years 4 months after insertion of essure. On (B)(6) 2015, the patient experienced bacterial vulvovaginitis ("infection ¿ bacterial vaginitis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("bleeding: anemia"), hypersensitivity ("allergy :other") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salping. (Bilateral) (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, anaemia, hypersensitivity, vaginal infection, vaginal haemorrhage and menorrhagia had resolved, the abdominal pain was resolving and the bacterial vulvovaginitis, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bacterial vulvovaginitis, depression, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, anemia, vaginal infection. The number of expanded coils trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 2. Discrepancy noted for essure insertion date - (B)(6) 2012. Discrepancy noted for essure removal date- (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Bilateral occlusion. Imaging procedure - on (B)(6) 2011: result: total bilateral occlusion. There is bilateral tubal occlusion at the cornua (bilateral grade I tubal occlusion). The proximal and distal ends of the microinserts are in satisfactory position bilaterally.. Pathology test - on (B)(6) 2015: diagnosis bilateral fallopian tube segments: transected segments of fallopian tube with complete luminal transection. Metallic micro inserts present. Gross description: four fragmented pieces of fallopian tube, at least two segments with extruding metallic spring-like device consistent with essure micro inserts. Lot number: 789031 manufacture date: 2010-10 expiration date: 2013-10. Lot number: 880434 manufacture date: 2011-07 expiration date: 2014-07. Lot number: 932159 manufacture date: 2011-12 expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 31-year-old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vulval itching, vulval burning sensation, vaginal odor, bloating, menses irregular, hot flashes, night sweats, vaginal pain, dysfunctional uterine bleeding and libido decreased. Concomitant products included ascorbic acid;ferulic acid (serum 10), escitalopram, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), metronidazole, nystatin;triamcinolone acetonide (nystatin/triamcinolone), paracetamol (acetaminophen), progesterone, terazosin hydrochloride (terazol), testosterone propionate and vitamin d nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems- mental anguish"), 3 years 4 months after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and bacterial vulvovaginitis ("infection ¿ bacterial vaginitis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("bleeding: anemia"), hypersensitivity ("allergy :other"), vaginal infection ("vaginal infection") and psychological trauma ("psych injury related to essure: yes"). The patient was treated with surgery (salping. (Bilateral) (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving, the anaemia, hypersensitivity and vaginal infection had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bacterial vulvovaginitis, depression, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, anemia, vaginal infection. The number of expanded coils trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Bilateral occlusion. Imaging procedure - on (B)(6) 2011: result: total bilateral occlusion. There is bilateral tubal occlusion at the cornua (bilateral grade I tubal occlusion). The proximal and distal ends of the microinserts are in satisfactory position bilaterally.. Pathology test - on (B)(6) 2015: diagnosis bilateral fallopian tube segments: transected segments of fallopian tube with complete luminal transection. Metallic micro inserts present. Gross description: four fragmented pieces of fallopian tube, at least two segments with extruding metallic spring-like device consistent with essure micro inserts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: bacterial vaginitis, anemia, depression, mental anguish, pelvic pain, vaginal bleeding, most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Essure stop date updated. Other relevant history and lab data updated. Lot number newly added. Outcome events pelvic pain and abdominal pain changed from ¿recovered/resolved¿ to ¿recovering/resolving¿. Events: abnormal bleeding vaginal, menorrhagia, infection ¿ bacterial vaginitis; psychological or psychiatric problems ¿ depression, psychological or psychiatric problems ¿ mental anguish newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 31-year-old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vulval itching, vulval burning sensation, vaginal odor, bloating, menses irregular, hot flashes, night sweats, vaginal pain, dysfunctional uterine bleeding and libido decreased. Concomitant products included ascorbic acid;ferulic acid (serum 10), escitalopram, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), metronidazole, nystatin;triamcinolone acetonide (nystatin/triamcinolone), paracetamol (acetaminophen), progesterone, terazosin hydrochloride (terazol), testosterone propionate and vitamin d nos. On (B)(6)2011, the patient had essure inserted. On (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems ¿ depression/psych injury") and anxiety ("psychological or psychiatric problems- mental anguish"), 3 years 4 months after insertion of essure. On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and bacterial vulvovaginitis ("infection ¿ bacterial vaginitis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("bleeding: anemia"), hypersensitivity ("allergy :other") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salping. (Bilateral) (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and abdominal pain was resolving, the anaemia, hypersensitivity and vaginal infection had resolved and the vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bacterial vulvovaginitis, depression, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, anemia, vaginal infection. The number of expanded coils trailing into the uterine cavity was 2. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Bilateral occlusion. Imaging procedure - on (B)(6)2011: result: total bilateral occlusion. There is bilateral tubal occlusion at the cornua (bilateral grade I tubal occlusion). The proximal and distal ends of the microinserts are in satisfactory position bilaterally.. Pathology test - on (B)(6)2015: diagnosis bilateral fallopian tube segments: transected segments of fallopian tube with complete luminal transection. Metallic micro inserts present. Gross description: four fragmented pieces of fallopian tube, at least two segments with extruding metallic spring-like device consistent with essure micro inserts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: bacterial vaginitis, anemia, depression, mental anguish, pelvic pain, vaginal bleeding, lot number: 789031 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anaemia ("bleeding: anemia"), hypersensitivity ("allergy :other"), vaginal infection ("vaginal infection") and psychological trauma ("psych injury related to essure: yes"). The patient was treated with surgery (salping. (Bilateral) (interpreted as bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, anaemia, hypersensitivity and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, hypersensitivity, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, anemia, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received events "pelvic / abdominal pain, anemia, allergy: other, psych injury, vaginal infection" were added. Outcome of events "pain, bleeding, allergy, bladder / urinary" were updated as recovered. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.